Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a posterior spinal fusion. It was reported that the tip of the driver broke off in the bone screw. No fragments of the driver were left in the patient.

Manufacturer narrative:
The driver was returned for evaluation. Visually confirmed approximately 3mm of tip has been broken off, consistent with interface during usage, with plastic deformation of hex form just below fracture. The broken off portion of the tip was not returned for analysis. Tip fracture surface analysis is characterized as a fairly brittle fracture surface with circular material flow, consistent with torsional overload during usage. Dimensional inspection of the driver shaft confirms diameter and hex form conform to print specification. Additionally, instrument shaft tip hardness was inspected and found to be within print specification. The above observations are consistent with misuse, due to overloading the driver during usage.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported on a user facility medwatch that the tip of the driver broke off in the screw head. The tip could not be retrieved and the screw could not be advanced so the screw post was cut off at the bone level.